Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissor tip were observed to not be opening or closing when it was installed on the universal surgical manipulator arm and tested. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) received the additional information: the instrument was inspected prior to use. The tips opened but did not close. The issue occurred prior to the start of the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissor tip for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. The reported event with the accessory could not be replicated nor confirmed. No product issue was identified. The mcs tip accessory was inspected and found to have no physical damage. The tip accessory was installed on an in-house instrument with no issues. The instrument was then placed on an in-house system and passed the recognition and engagement test. The mcs tip accessory tips opened and closed properly as expected.

Event description:
Refer to h11 for follow-up information.